Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd precisionglide luer-lok syringe was cracked. The following information was provided by the initial reporter: a hemodialysis (hd) clinic nurse reported to fresenius customer service that they had multiple cracked casings of luerlok tip precision glide needles, some found before use, some during priming, and some during use that could easily spray fluid.

Manufacturer narrative:
H6: investigation summary: a device history record review was completed by our quality engineer team for provided material number 309644 and lot number 2186984. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. H3 other text : see h10.

Event description:
It was reported that the bd precisionglide luer-lok syringe was cracked. The following information was provided by the initial reporter: a hemodialysis (hd) clinic nurse reported to fresenius customer service that they had multiple cracked casings of luerlok tip precision glide needles, some found before use, some during priming, and some during use that could easily spray fluid.